Event description:
The facility reported an infusion pump with a failure code 810:11. The event was reported to have occurred during biomed testing. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event and no patient injury had been reported. Though requested, no additional information was provided regarding patient's demographics, medication involved, or device programming. No additional contact information was available.

Manufacturer narrative:
Evaluation summary: evauation was completed on 28 october 2005 and the reported condition of the failure code 810:11 was confirmed through the event history. Review of the complaint history reveals similar reports have been received for this product for the reported issue.